Event description:
Surgical team noticed the da vinci bipolar fenestrated forceps had a frayed cable while it was in use in the patient. No harm was evident to the patient. A new instrument was obtained and used to finish the case.